Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a femoral periprosthetic fracture and mal-aligned post on the insert. The patient was revised to a ts femoral construct with a stem, 5 augments, and a 4x16 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.